Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that implantation site is painful, pt can "barely can touch it, feels sick, and have shooting pain down leg". Pt states "can barely walk". Pt reports taking an aleve this morning but states pain persists. Pt noticed the pain start this morning. Pt stated therapy strength is currently at 0.9 volts. Reviewed decreasing or turning off therapy. Troubleshooting was unable to be performed as pt was at a friend's house but will turn off stimulation for one day and monitor symptoms once home with external devices. The patient was redirected to their healthcare provider to further address the issue. Pt's hcp is dr. (B)(6). Pt called mdt rep this morning but was unable to reach. Pt mentioned device is due for battery replacement on november 9th. Pt did not provide further details and agent focused on pt's reason for call and did not ask for clarification. Pt reports it is hard to drive. No device issues were reported.